Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. Additional information was requested and the following was obtained: I do not know the interaction between the aorta and the stapler. Left radical nephrectomy he will use the 45 but if he cant get across the renal vessels with the 45 he will go to the 60 I don't know if it was skeletonized don't know the size of the renal artery he said when he got the kidney removed from the body he started having bleeding from the aorta. He does not know how it really happened. He said he felt good that he got everything freed up, and once the kidney was removed blood started coming from the aorta. Do not know blood loss in ml the patient did have a transfusion there were clamps near the area were stapler was fired he hasn't said yes or no if he thinks the stapler contributed to the bleeding the device is not available for analysis because it stapled and cut like it was supposed to, to free up the kidney for removal. They did not keep it because it performed like it supposed to. Unknown on the autopsy report surgeon has not requested to speak to ethicon medical or engineer.

Manufacturer narrative:
(B)(4). Date sent: 7/24/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the interaction between the aorta and stapler? What was the indication for the procedure? Does the surgeon routinely take the renal vessels with the ech60s? Was this the entire renal hilum or a skeletonized renal artery/vein? What was the approx. Size of renal artery? What is meant by "they got into the aorta"? What was the total estimated blood loss (ml)? Was a transfusion required? Any clips, clamps, or graspers near the area where the device was being fired? Does the surgeon believe the alleged device malfunction may have caused or contributed to the surgical outcome? If so, why? Is the device available for analysis? Is there an autopsy report available? Is the surgeon interested in speaking with ethicon medical and engineering staff? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an open left nephrectomy, they fired across the renal and somehow, they got into the aorta. The patient starts bleeding and was stable off the table then was transferred to ICU but the patient passed away. There's no issue with the device but this is an adverse event.